Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that alarm signals from the connected monitors are transmitted to the control panel and also logged, but there is not any acoustic "alamation" at the control panel. It was unknown if the device was in clinical use at the time the issue was discovered.

Event description:
It was reported to philips that alarm signals from the connected monitors are transmitted to the control panel and also logged, but there is not any acoustic alamation at the control panel. The device was in clinical use at the time the issue was discovered. No adverse event or patient harm was reported.